Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. As rec'd, the electrode belt does not communicate with a monitor. The cause of the failure is a physically damaged esd700 component on the distribution node (dn) pca. The root cause of the damage component was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us dist returned electrode belt sn (B)(4) indicating that it could not communicate with an test monitor.